Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and determined that the issue was caused by one of the batteries. To address the issue the stm replaced both batteries, the customer requested two extra batteries for back up. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the batteries on a cardiosave intra-aortic balloon pump (iabp) are fluctuating from partial charge to zero and zero to partial; charging intermittently . It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, it was found that the batteries on a cardiosave intra-aortic balloon pump (iabp) were fluctuating from partial charge to zero and from zero to partial; charging was intermittently . There was no patient involvement, and no adverse event reported.